Event description:
It was reported that during a device system follow up a volume discrepancy occurred; 28ml of drug was aspirated from the pump reservoir. The physician was sure of his puncture in the tank, but 28ml was removed. A rotor test and catheter opacification were planned but not yet performed. No alarms were mentioned. The patient did not experience any symptoms; however, the patient was being followed to evaluate the evolution of his state. The device system was used to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).